Event description:
It was reported a control panel arm on the epiq cvx ultrasound system fell on the field service engineer's hand when removing a gas spring strut while performing a repair. Additional information confirmed a 35-year-old male received 4 stitches on the pinky finger of his right hand. There were no other injuries or damage to bone, tendons, or nerves. No further medical intervention was required and there was no residual impact to function or range of motion. This incident did not impede the service engineer¿s ability to work and returned to normal activity the next business day. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An engineering investigation determined the field service engineer did not follow proper work instructions which resulted in the injury. No further issues reported. The system has been returned to service.